Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An attorney alleges the patient has "suffered extreme physical injury and extreme emotional and psychological distress which included an acute fear of sudden death." The patient "continues to suffer from symptoms of heart palpitations, anxiety and other debilitating injuries, which on information and belief will be permanent." The patient "has suffered medical expenses, lost income, and on information and belief, will suffer lost income and additional bills for treatment in the future." Review of the manufacturer's database indicated the patient died approximately one year, six months post lead implant.